Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got multiple pump error alarm. The customer¿s blood glucose level was 136 mg/dl. Troubleshooting was performed. The customer stated that they cannot clear the alarm because they keep reoccurring. The customer also stated that they were able to complete pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with post-reset ram crc alarm, history pointers failed and history pointers are corrupted error, trace pointers are invalid, power supply test failed during self-test alarm during self test and high sleep current measurement due to internal battery not plugged in properly.